Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level s between 350-409 (mg/dl) for two days. Reportedly, the customer believes the pump is not delivering insulin; however, troubleshooting with tandem technical support was declined. Manual injections and an alternate pump were used to address bg levels.